Manufacturer narrative:
The manufacturer previously reported information alleging a patient death occurred while a ventilator was in use. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the patient death. The device was visually inspected and no defects were found. The device's event log was reviewed, and it was noted that the device was powered off 3 days prior to the patient date of death and was not running therapy on the date of the patient's death. The product investigation laboratory was unable to confirm of the any allegations of failure of the trilogy evo device. All parts were found to be functioning as expected with no visible damage present and the device was found to be operating as designed.

Event description:
The manufacturer received information alleging that a patient death occurred while a ventilator was in use. Additional information has been requested. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete."

Manufacturer narrative:
H3 other text : device not returned for evaluation.